Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found back cables were broken at the snake wrist. Wrist motion was limited and intuitive motion was not being experienced. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci surgical procedure, the distal articulation was broken on a thoracic grasper instrument. There were no missing pieces or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.